Event description:
On (B)(6) 2023, it was reported by a patient via email that during a procedure, a double loaded fibertak anchor, a single loaded fibertak anchor, a swivelock anchor, and a brostrom repair kit were implanted. The patient has been unable to walk for seven months since the procedure. The cause of the post-operation inability to walk is unknown at this time. The patient is requesting the material composition of the implants to see if they contain metal due to the severe allergic reaction. No further information has been reported. Additional information received on 10/4/2023: the patient reported undergoing a tendon and brostrom repair with internalbrace surgery on (B)(6) 2023. After the procedure, the patient would experience extreme pain when placing full weight on the foot and was completely unable to make a walking motion. The patient had blood work done, which returned negative for any infection. There was no indication of a rash or any other issues relating to an infection. An MRI was performed and showed bone marrow edema and possible avascular necrosis. On (B)(6) 2023, the patient underwent revision surgery to have the internalbrace removed. The patient stated that the surgeon could not remove the anchors from the previous surgery and implanted additional anchors for the tendon transfer. Per the patient, the surgeon insisted that no metal exists in the internalbrace or the anchor; however, MRI views are limited due to detecting a metallic artifact. Both surgeries were performed by the same surgeon but at different facilities.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.